Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
T was reported that the tip of bd emerald¿ syringe was broken during use.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture of the affected sample. The provided picture presented the tip broken. DHR review for lot # 1809162: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2012 (september 3rd ¿ 6th, 2018). Syringes were assembled in machine, nº4268, nº4259, nº4210, and nº4205, in lot #8239897, lot #8246951, lot #8233533, and lot #8239805. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8240574, #8233662, #8212970, #8205048, #8247767, #8239898, and no problems, defects or qn related to the reported issue were found. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of the strong conditions during use of the product. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that the tip of bd emerald¿ syringe was broken during use.